Event description:
It was reported to boston scientific corporation that a rx dilitation device was used. This device was used for pre-inflating before deploying covered wall stent. After inflating the balloon, it was noticed that it was leaked when it was examined out of body. The patient's condition was reported to be "good" following the procedure. Note: as reported, this event did not represent a MDR-reportable scenario. Evaluation of the returned device, revealed longitudinal tears fo the balloon. This is a MDR-reportable scenario.

Manufacturer narrative:
The unit returned was lot number 8174027, which is a subassembly of the lot number reported. The unit was returned with a stopcock and stylet attached to the balloon and inject hubs respectively. The shaft was checked for kinks and dents and none were found. An attempt was made to inflate the balloon under water using 118psi of air but failed. Bubbles were seen emanating from the proximal end of the balloon approx 2mm from the proximal balloon bond and above the proximal ro marker. The balloon was examined under a microscope and a small longitudinal tear could be seen at this location. Both proximal and distal balloon bonds were examined and found to be within specification, both 2mm in length. A DHR review was carried out and no anomalies were found.